Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a missing cannula after sensor removal. Blood glucose level at the time of the incident was 112 mg/dl. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Inspected one opened and used sensor and performed visual inspection and found sensor cannula retracted inside sensor base. Also, performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and none was found. Insertion needle passed per specifications. Unable to confirm customer received sensor in said condition due to customer returned opened or used.